Event description:
Additional information was provided, our field representative spoke with the patient's physician who stated that this patient has a single chamber atrial device. The ra lead's pacing impedances are greater than 2,000 ohms, there is no capture or sensing being exhibited. The patient does not have insurance and is non-complaint. No surgical intervention has been performed at this time by the patient's physician and there are no known adverse patient effects. The patient may seek medical advice from a county hospital. To date, no further information has been made available.

Event description:
Boston scientific received information that the patient with this pacemaker system was admitted into a hospital due to a syncopal event. It was later determined that the patient right atrial (ra) lead had fractured. The exact cause of syncope was not reported. Additional information reported indicates that the device had been turning on and off during the night. The patient believed that the device was malfunctioning. It was further reported that the patient's heart rate would remain the same and they would experience chest pain. An unidentified field representative evaluated that patient and made programming changes per the patient; however, the discomfort continued. The local field representative was contacted for additional information, at this time no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.